Event description:
It was reported that the patient experienced infusion set leakage at the quick release connection at the end of the tubing on the first day of use on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6).event country: turkey. Name: (B)(6).country: united states of america.street: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.